Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose level was unknown at the time of the incident. The battery life of the insulin pump was diminished and the battery had to be changed once a week the device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No a23 error noted.